Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 51 mg/dl was recorded via continuous glucose monitor (cgm) data between 12-1am on (B)(6) 2018. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. An override bolus was delivered at 10:27 pm on (B)(6) 2018 without entering bg level or carbohydrate gram values and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels of 48 (mg/dl) earlier in the night. To treat the bgs, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.